Manufacturer narrative:
Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal reference complaint#:(B)(4).

Event description:
It was reported the physician performed a breast biopsy procedure on (B)(6) 2018, and the physician had a lot of resistance and had a difficult time removing the needle from the breast. Then the needle was removed it was noted "twisted and bent" when removed. No patient injury reported.